Event description:
The patient stated they had a previous implant made by axonics that they got prior to getting the interstim implant but it was removed because the patient had an infection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).